Manufacturer narrative:
The medical center discarded the impella product. No analysis is possible. Should more details be shared that lead to a root cause of the vessel damage and outcome, a final report will be filed.

Event description:
A patient with coronary artery disease was transferred into the tertiary center for care escalation and intervention. An impella cp was placed for hemodynamic support via femoral artery access. This placement was done despite knowledge of peripheral arterial disease. The case continued for the angioplasty with coronary atherectomy. After the angioplasty the patient complained of discomfort and began to deteriorate. The team observed a perforation to the right iliac artery and aorta. The impella was removed, a lucas device placed for CPR support and chest compressions, and the team prepped a covered stent to treat the perforation. Unfortunately, the patient expired before hemostasis was achieved.